Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6), updated fields - b4, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power supply and motor controller pcb were defective. The fse replaced power supply (0014-00-0258) and motor controller pcb (0670-00-1159) ( customer arranged ),machine is switching on but given etfc # 51 alarm suspect motor controller pcb and frond end pcb needs to check the unit with working spares for confirm the fault . The fse replaced the power supply and motor control pcb .a second time and the unit met satisfaction. Safety and functional tests were performed and the unit passed and was returned to the user.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, cs300 intra-aortic balloon pump (iabp) not switching on. There was no patient involvement.